Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the stent delivery wire was emerging from the catheter tip and was kinked bent. The catheter had to be cut to remove the stent and blood emerged from the catheter indicating continuous flush may not have been carried out throughout the procedure. The stent emerged and was intact but had deployed from the stent delivery wire. Functional testing was not carried out due to returned device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The stent was returned within the catheter along with the kinked/bent stent delivery wire. The catheter was noted to be flattened and crushed. It is probable that the device was damaged during advancement through the damaged catheter causing the reported difficulty to advance or pull back the stent. An assignable cause of caused by other will be assigned to the stent difficult/unable to advance/pullback through catheter and to the analyzed stent deployed prematurely during use and stent delivery wire kinked/bent, as the investigation found that the damaged catheter is the probable cause for the reported event.

Event description:
The stent (subject device) was returned for analysis on 08-dec-2020 and the device investigation revealed that the subject stent had prematurely deployed during use. No clinical consequences were reported to the patient due to this event.